Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 14f amplatzer torqvue 45x45 delivery sheath was selected for a procedure on (B)(6) 2024. During the procedure it was noted that the tip of the dilator was split by the amplatzer guidewire due a kink of the patient's vein. The device was removed from the patient and replaced with a new 14f amplatzer torqvue 45x45 delivery sheath. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of tip of dilator being split during procedure was reported. The device was returned to abbott for investigation and the dilator was noted to contain a split at the tip. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. Two images from field confirm the reported event of dilator tip separation. Manufacturing engineering reviewed the reported details and deemed the reported event of dilator tip separation issue was related to a potential product quality issue. As a result of this finding, the reported event is under further investigation per internal procedures.